Event description:
It was reported that when using the bd pyxis¿ es server customer reported that all pyxis stations showed ¿disconnected mode¿ errors and entered critical override mode. They also stated that an interface error had been ongoing for approximately 84 hours. They attempted to reboot the h4 station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating with the server. A technical support specialist (tss) confirmed that all cores were visible, and all structured query language (sql) index jobs were running. The server memory allocation was set to the default value of (B)(4), and the tss increased the maximum allocation to 16 gb. This change immediately resolved the issue. The system functioned as intended after the technical support specialist troubleshoots the device.